Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported the patient's pump stopped working a year early. It was noted they do not known what happened. It was noted that the pump was replaced. It was noted the patient has been using a pump with pain medication for years now. The event date was unknown. No symptoms were reported. No further complications were reported/anticipated.